Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An evercross pta balloon was being used for treatment of a 15-20mm calcified lesion with 95% stenosis in the mid right common iliac artery. The artery was approximately 7mm in diameter with severe calcification and moderate tortuosity. The IFU was followed without issue. A 6fr non medtronic sheath and a 035/260 non medtronic guidewire were used. Embolic protection was not used. The vessel was not pre-dilated. The device did not pass through a previously deployed stent. Severe resistance was encountered during advancement. An unknown inflation device was used with 50/50 contrast inflation fluid. It was reported during the first inflation at 10 atm the balloon burst. Type of balloon burst is not known. The balloon did not detach. The device was safely removed from the patient. A non medtronic balloon (7mmx20mm) was used to complete the case. No injury or intervention was associated with this event.